Event description:
It was reported that the haptic sheared off while being implanted. It was stated that the intraocular lens (iol) was implanted, explanted and replaced during the same surgery. It was stated that the incision was enlarged and there was no vitrectomy. No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The ar40e unit was visually inspected under a microscope. A half of lens was received with surface residuals (particles and fibers) and stains which is consistent with a lens that was inserted and removed from the patient¿s eye. In addition, the haptic was observed detached whereby it was reported in the initial report that the haptic sheared off while being implanted. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Age was requested; however, was not provided. Gender was requested; however, was not provided. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. In conclusion, the manufacturing record was reviewed and no deviation or assignable cause was identified when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.